Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male pt's nurse contacted zoll customer support to report that the pt was treated on (B)(6) 2014. The pt was at a rehab ctr at the time of the event. The pt was conscious and seated in a chair at the time of the event. A nurse was with the pt and she also heard the device alarming. After review of the downloaded data, the pt received an inappropriate treatment at 10:37:41 on (B)(6) 2014. The rhythm at the time of the treatment was atrial fibrillation with rapid ventricular response at 138 bpm. Atrial fibrillation contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt remained at the rehab ctr and will continue to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt remained at the rehab ctr and will continue to wear the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device mfg date: monitor sn (B)(4): 05/01/2014 - reuse; electrode belt sn (B)(4): 04/01/2014 - initial use. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).